Manufacturer narrative:
Other relevant device(s) are: cable 9733575, ext scu to r/a psu. A medtronic representative went to the site to test the equipment. It was reported that the external cable (polaris spectra system control unit (scu) to positioning sensor unit (psu)) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera was not working. There were no lights on. The system was rebooted several times but the camera/localizer remained the same. No patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera was not working. There were no lights on. The system was rebooted several times but the camera/localizer remained the same. It was reported that during troubleshooting, outside of the system being serviced, it was found that the power cable was disconnected. Likely cause was due to the movement of the system. No patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A bad connection was found so it was reconnected properly and the problem was solved.